Event description:
It was reported that the case of the insulin pump was cracked. It was stated that the customer's blood glucose was normal but no specific value was provided. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.